Event description:
It was reported that the patient underwent a hardware removal. It was reported that during the removal the driver broke. No patient complications were reported and fusion had occurred.

Manufacturer narrative:
Visual review did not note material or functional issue. Functional evaluation of the instrument and did not identify issue. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.